Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There are no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens implant procedure, the lens jumped. Additional information has been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Solution was dried on the lens. One haptic was bent in the gusset and distal area. Associated products were not provided. It is unknown if qualified products were used. The root cause could not be determined for the reported complaint. Multiple follow-up attempts to the facility were conducted. Not enough information was provided to determine if a qualified product combination was used. The instruction for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company iol delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).